Event description:
It was reported that following a deep brain stimulation (dbs) lead implant procedure, a computerized tomography (CT) scan was performed to view the placement of the leads and it was confirmed that the leads had pulled back. It was determined that the leads were very dorsal to their targeted location. The patient underwent a procedure where the leads were explanted and replaced. The patient was well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7111294.